Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in an unspecified artery. A 4.00mm x 16mm liberté stent delivery system was broken inside of the catheter. No patient complications were reported.